Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue was with medication jam, baggie caught in lid preventing lid from opening. A field service engineer asked the pharmacy staff to relieve medication jam in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had pocket cubie failure and issue was not resolved by rebooting the station. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.